Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. It is possible that the angio-seal device was deployed in the artery which resulted in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that a radial approach was abandoned to perform a femoral approach. Upon completion of the deployment of angio-seal, it was noted that the patient had diminished pulses. A strategy was implemented to mitigate the problem with further intervention. The event occurred intra-operatively.

Manufacturer narrative:
A1: patient information: requested, not provided. B3: date of event: requested, unknown. D4: model #: requested, not provided. D4: lot #: requested, not provided. D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6a: implanted date: unknown. D6b: explanted date: unknown. H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.